Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) expired while connected to a cycler. The cause of death was not initially provided. In an additional follow-up call, the reporting nurse stated the patient was discovered at approximately 10pm (on (B)(6) 2022) deceased, during an unknown phase of pd treatment with the cycler. The nurse reported there were no untoward events or cycler issues involved with the pd treatment. The patient had pre-existing comorbid conditions of unstable angina, diabetes mellitus and recent covid illness. Furthermore, it was stated the patient recently had a pacemaker placed for unspecified cardiac arrythmia. The nurse confirmed the exact cause of patient death is unknown. However, the nurse indicated it is highly suspected the patient expired from a cardiac issue. The patient¿s death form was not available. The nurse provided the patient had been completing pd treatments with the cycler without any adverse effects prior to death. The cycler was pending return to manufacturer when follow-up was completed. No further information was available.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, currently there have been no reported allegations nor is there objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. It was stated the patient was completing pd treatments on the fresenius cycler without any adverse effects prior to expiring. The exact cause of death cannot be determined with the information available. However, the patient had a past medical history of esrd, unstable angina, diabetes mellitus, covid 19, unspecified arrythmia with recent placement of a pacemaker; all of which are risk factors for mortality. The patient¿s pd nurse stated the death was highly suspected to be associated with a cardiac issue given the patient¿s pre-existing cardiac comorbid conditions. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) expired while connected to a cycler. The cause of death was not initially provided. In an additional follow-up call, the reporting nurse stated the patient was discovered at approximately 10pm (on (B)(6) 2022) deceased, during an unknown phase of pd treatment with the cycler. The nurse reported there were no untoward events or cycler issues involved with the pd treatment. The patient had pre-existing comorbid conditions of unstable angina, diabetes mellitus and recent covid illness. Furthermore, it was stated the patient recently had a pacemaker placed for unspecified cardiac arrythmia. The nurse confirmed the exact cause of patient death is unknown. However, the nurse indicated it is highly suspected the patient expired from a cardiac issue. The patient¿s death form was not available. The nurse provided the patient had been completing pd treatments with the cycler without any adverse effects prior to death. The cycler was pending return to manufacturer when follow-up was completed. No further information was available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) expired while connected to a cycler. The cause of death was not initially provided. In an additional follow-up call, the reporting nurse stated the patient was discovered at approximately 10pm (on (B)(6) 2022) deceased, during an unknown phase of pd treatment with the cycler. The nurse reported there were no untoward events or cycler issues involved with the pd treatment. The patient had pre-existing comorbid conditions of unstable angina, diabetes mellitus and recent covid illness. Furthermore, it was stated the patient recently had a pacemaker placed for unspecified cardiac arrythmia. The nurse confirmed the exact cause of patient death is unknown. However, the nurse indicated it is highly suspected the patient expired from a cardiac issue. The patient¿s death form was not available. The nurse provided the patient had been completing pd treatments with the cycler without any adverse effects prior to death. The cycler was pending return to manufacturer when follow-up was completed. No further information was available.